Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was admitted to the hospital for elevated blood glucose (bg) levels of greater than 800 (mg/dl) and diabetic ketoacidosis determined to be dangerous. Reportedly, the customer believed that the pump was not delivering the correction boluses that they administered because their bg levels were not decreasing. Customer stated that they administered an insulin injection prior to arriving at the hospital which they believed decreased their bg levels. While in the hospital, the customer received intravenous insulin. Customer was released from the hospital on (B)(6) 2016.